Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The manufacturers' representative (rep) reported that the patient had the implant done on (B)(6) 2015 and everything was fine with impedances. The rep did not check the implantable neurostimulator with the programmer prior to leaving the patient. He did not see any power on reset (por) messages on the clinician programmer following the surgery. The patient called the rep later that night and tried to use the patient programmer but saw the "call hcp-por" screen. There was no fall or trauma related to this issue. The rep did not have access to a clinician programmer. Troubleshooting was limited due to lack of access to the product but the rep planned to meet with the patient sometime on (B)(6) 2015 to clear the por message. There were no symptoms reported. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the manufacturer representative reported that they were able to clear the por error message using the clinician programmer. They didn't have the specific error code. The patient was doing well.